Manufacturer narrative:
Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a box of a glaucoma shunt was sliced open on one end and was squished on the other end of box. The ups box was intact but the inner box was damaged. There was no patient contact. Additional information was received and it was reported that the outer shipping box was not damaged; however, the device box inside was squished on one end and the seal on the other end was open. The sterility of the device was potentially compromised as the seal on the device lid was opened. The outer box contained paper as void fill along with the packing slip, and no additional protective materials were noted. No pictures of the device box or shipping box are available. No further information was provided.